Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. Data downloaded from the device indicates it ran for 893 pulses, delivered multiple boluses, and maintained a steady basal rate. The device was found to function as intended.

Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation. Blood glucose levels reached 301 mg/dl. The pod was worn 24 to 36 hours on the abdomen before the issue was realized.